Event description:
It was reported that when using the bd pyxis¿ es server, it had a pyxis going on critical override on multiple events. One incident reported with critical override on (B)(4) machines that lasted for 3.5 to 4 hours. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis went on critical override during multiple events. A technical support specialist informed the customer that the station was set to critical override weekly and no further assistance was required. The system functioned as intended after the technical support specialist troubleshot the device.